Event description:
Patient was in the or for an orif of the left 5th metatarsal. The first screw that the physician implanted broke into two pieces inside the metatarsal. The physician retrieved half of the screw and the other half was retained inside the metatarsal. An additional screw was placed through the fracture site to gain reduction.